Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional results are obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, when the surgeon was broaching the femoral canal, the variable angle femoral screw moved. The surgical outcome was successful with no known harm to the patient.